Manufacturer narrative:
Analysis and results: there are two previous complaints of this code-batch regarding the same issue, both closed as not confirmed. We have received three different cases from the same end customer regarding this issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 28 closed samples and 1 opened with the needle attached to the thread to analyze the three cases. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all the samples received and two of the samples received do not fulfil the requirements of the european pharmacopoeia (ep) for minimum. The results are: 1.24 kgf in average and 0.20 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 1.84 kgf in average and 1.23 kgf in minimum and fulfilled ep requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that in three separate operations they had a needle that broke off three times. It is a veterinary case. Additional information has been requested.